Manufacturer narrative:
The insulin pump had no missing segment/partial display anomaly noted. The insulin pump had minor scratches on lcd window, cracked case on the display corner, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call damage on the insulin pump. Customer advised that the insulin pump has some cracks on the display screen along with scratches which make the screen difficult to read. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.